Manufacturer narrative:
B5: the reporter indicated the lens foot plate was detached during loading and the cause was due to user error. The backup lens was implanted and the problem was resolved. The patient is doing well. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -13.50 diopter, tore while being loaded and there was no patient contact. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. Claim # (B)(4).